Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. Fse was unable to replicate the reported issue. The fse tested both monopolar inputs on tower and was able to fire monopolar instrument on both consoles without any issues. The system was tested and verified as ready for use.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the ¿cord¿ led on the energy shield was yellow. The technical support engineer confirmed that, prior to the call, staff had already restarted the energy shield and replaced the monopolar cable, but monopolar energy still did not function. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation is pending to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: there is currently no issue with the generator on sq0154. The customer did not use the system on 03 mar 2026.